Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Procedure: minimal invasive microdiscectomy or laminectomy it was reported that during surgery, the flex arm was being put into place and it was found that it would not lock in the primary joint. No patient complications were reported as a result of the event.

Manufacturer narrative:
Product analysis: functional evaluation did not replicate customer concern with respect to the rigidity of the instrument. After visual review and functional evaluation, the instrument appears to be capable of performing its intended function.